Manufacturer narrative:
The device was requested for eval but was not returned. The cause of the event could not be determined from the info available and without the device for eval. All device history records for all lots manufactured to date show that the lot for the device allegedly at issue met MFR specs and release criteria. This was determined to be a reportable event due to the permanent nature of the anchor that was left in the pt, even though no injury was reported.

Event description:
The surgeon reported that he broke the suture, leaving the anchor in the bone hole. The surgeon used a drill bit to push the anchor further into the hole then implanted another anchor on top of the first anchor without any complications.